Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported after a transcarotid artery revascularization (tcar) procedure, the patient experienced ipsilateral stroke that included left sided weakness. The patient was on dual anti platelet therapy prior to the procedure. An embolus was reported in the m2 segment. The patient is doing better and still has residual weakness in the left arm.